Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone and reviewed with the customer the edits input to the fields in the configuration package. Technical support identified that the customer was using an open network, and not static ip addressing. The customer was receiving pop-up message, and rf card not supported with transferring of configuration package. The technical support identified the device was using the data link type 802.11 ab/g/n card. The customer was advised to isolate problem fault to rf card and/or logic board. A review of the device history record for sn (B)(4) was performed from 02/04/2020 to 09/08/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported a network comm-error 600.6875 on a 8015 device while trying to implement the transfer of the network configuration package in system maintenance. There was no reported patient involvement.